Event description:
It was reported that telemetry could not be established with patients' devices. The programmer rf (radio-frequency) head was switched with one from another programmer, and telemetry was successful. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).